Event description:
Customer reported that the buttons on the insulin pump were hard to press. No further information reported.

Manufacturer narrative:
All buttons on the insulin pump functioned properly. No damage was noted on the keypad assembly. No unlocked connector and or lcd keypad connector during visual inspection. The device was received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.